Event description:
The customer stated that one patient sample generated a higher than expected architect creatinine result of 77 mg/l (7.7 mg/dl) and a result of 7.40 mmol/l for the potassium. The patient was hospitalized and dialysis started while waiting for the repeat results from a new sample. Results of 12.2 (1.22 mg/dl-creatinine) and 4.3 (mmol/l-potassium) were obtained from the new sample. The dialysis stopped immediately and the initial sample of the high creatinine result was then retested with another architect analyzer and a result of 10.8 (1.08 mg/dl)was generated for the creatinine. No further impact to patient health was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.